Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
We registered both bones and pushed in the robot in. We checked the checkpoint in the femur it cleared, the robot failed. We checked the burr and all was seated, ensured all was tight, tightened the arm. We re-registered the robot and proceeded. When we went to check the checkpoint it cleared with a .91 the black x was also visible at the same time so at first it was showing red about 2.55 when he put the black x to the robot it checked out green. So both numbers were green and we proceeded. The burr holes were off and when the implant was placed there was about 4mm difference where the burr holes were. We had to manipulate the burr holes to make the implant fit correctly. Lpka case delayed 20 minutes. I have saved the files in the complaints folder on the shared drive (file name (B)(6)).

Manufacturer narrative:
Reported event: an event regarding inaccurate post holes involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 405 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn: 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed verification of resection tool. There were two other event for the listed catalog number: (pr1647622 and pr1647640). Based on the device identification (pn :209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate post hole resection. There were 2 reported events for the listed catalog number: (pr1330081, pr1290100, pr1287985, and 1693176). Conclusion: product inspection could not be completed because the session archive file was not uploaded after 3 communication attempts. The vplogs were uploaded but they do not have sufficient information to complete product inspection.

Event description:
We registered both bones and pushed in the robot in. We checked the checkpoint in the femur it cleared, the robot failed. We checked the burr and all was seated, ensured all was tight, tightened the arm. We re-registered the robot and proceeded. When we went to check the checkpoint it cleared with a .91 the black x was also visible at the same time so at first it was showing red about 2.55 when he put the black x to the robot it checked out green. So both numbers were green and we proceeded. The burr holes were off and when the implant was placed there was about 4mm difference where the burr holes were. We had to manipulate the burr holes to make the implant fit correctly. Lpka case delayed 20 minutes. I have saved the files in the complaints folder on the shared drive (file name: (B)(6).